Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 implantable tachy lead, (B)(6) 2006; 4194 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
An event was reported under the block hf clinical study and classified as noise, inappropriate detection, and inappropriate treatment. It was reported that there was atrial and ventricular noise leading to ventricular fibrillation therapy. The device and leads remain in use. No patient complications have been reported as a result of this event.